Event description:
An acdf with 4-level (c2-c6) posterior vuepoint fixation was performed on (B)(6) 2012. Radiographs taken during the 3-month f/u visit on (B)(6) 2013 depicted the two superior screws in the posterior construct had fractured, just below the screw tulips. The shanks remained fixed in the c2 vertebral body and the tulips remained attached to the rod; no migration of implant components has occurred. The pt was not instructed to wear a collar after surgery, but did not experience any falls or impacts that could have resulted in this mode of failure. The pt is reportedly asymptomatic and the surgeon has no plans to revise the construct at this time. The surgeon believes that fusion is progressing despite the screw fractures and he will monitor the pt radiographically to determine when or if add'l surgery is necessary.

Manufacturer narrative:
(B)(4). The amount of time between initial surgery and the reported issue suggests that delayed union or the pt's post-surgery activity levels may be contributing factors to the reported event. The implanted product has not been returned for eval and no revision surgery is planned at this time. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: "potential risk identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."